Event description:
Post implant, the shock energy that was delivered during induction testing was different than what was programmed.

Manufacturer narrative:
(Other): during the induction testing, the shock energy that was delivered was different than what was programmed. A response from the manufacturer is pending.